Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a wallflex esophageal stent was implanted in the esophagus to treat a malignant stenosis during an esophageal stent placement procedure performed on (B)(6) 2022. The patient's anatomy was tight. During the procedure, the stent was deployed in the stomach. The physician attempted to remove the stent, however, the stricture was too tight and the stent could not be removed. The stent remains implanted and another wallflex esophageal stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant indicated that the stent remains implanted; therefore, a product analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.